Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and the circuit module were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed "invalid circuit module" this prevented the use of mechanical ventilation. There was no report of patient involvement.